Manufacturer narrative:
(B)(6) 2018 - customer reported that pump started smelling like it was burning and stopped pumping and the pump does not work at all like it fried itself. (B)(4) 2018 - device received from customer. On 01/14/2019 - device was evaluated by engineering and inspection of circuit board confirmed that q5 chip was fried; which aligns with previous report "smoking pump" adverse events.

Event description:
(B)(6) 2018 - customer reported that pump started smelling like it was burning and stopped pumping and the pump does not work at all like it fried itself.